Event description:
MFR rec'd report from co rep at office visit with physician that programming wand failed to program. The programming wand was returned for analysis. Analysis of the returned wand identified that the serial data cable had an open conductor, which caused the reported problem.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.